Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the speaker is not working.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the speaker is not working¿. The unit was triaged and the customer¿s reported condition was confirmed. The unit was powered up on battery and gave a quick tone. No other audio was given. Buzzer volume was checked and found to be at the maximum setting. Unit was disassembled. Visual inspection of the main pcba found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and broken traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.